Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced vomiting, nausea and was unable to self-treat, requiring third-party administration of insulin humalog for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated and no damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating factory setting). The sensor plug assembly was inspected and no failure modes were observed. Therefore, the issue is not confirmed. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the returned product investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include the returned product investigation findings.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced vomiting, nausea and was unable to self-treat, requiring third-party administration of insulin humalog for treatment. There was no report of death or permanent impairment associated with this event.